Event description:
S/p labor and delivery in 2000 - rn's attempted to deflate foley balloon for removal. Multiple attempts and techniques employed without success. Pt sent to ultrasound dept for insertion of needle through vaginal wall to deflate/aspirate balloon w/success.